Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to high blood (bg) level of 648 mg/dl. Cause was unknown; however, the customer mentioned to be under increase nervousness due to personal reasons. Customer was treated with intravenous nutrition and insulin at the hospital and was released on (B)(6) 2022. At the time of the event, there were no ¿un-normal¿ alarms were reported to have been received. The customer performed a supply change prior to going to the emergency room, but this did not solve the issue. After release, a system check was performed, and there were no problems found with the pump.